Manufacturer narrative:
(B)(4).

Event description:
This report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used in the esophagus during an upper esophageal dilation procedure performed on (B)(6) 2022. During the procedure, the balloon could not be fully deflated and the customer had to cut the device to remove it from the scope. The same problem occurred with the second cre fixed wire dilatation balloon. The procedure was able to be completed with the original device before deflation. There were no patient complications reported as a result of this event.